Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional device product codes: kwp;kwq;mnh;mni;osh. Reporter is company employee. A product investigation was conducted. Visual inspection: the single-inner setscrew (p/n (B)(4), lot number 208328) was received at us cq. Visual inspection of the complaint device showed half of the threads are broken off. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Document/specification review: relevant drawing (current and manufactured) were reviewed. No design issues or discrepancies were identified. Investigation conclusion: this complaint is confirmed since half of the threads are broken off. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. A device history record (DHR) review was conducted: the DHR of product code 179702000, lot 208328, was reviewed and no non-conformances were observed during the manufacturing process. The product was released on july 25th, 2018. Qty. 456. The DHR was electronically reviewed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that three (3) single-inner setscrew received without any allegations against them. It is unknown if there was patient or case involvement. No further information provided. During manufacturer's investigation on (B)(6) 2019 it was noticed that the half of the threads of one of the setscrews are broken off. This is report 1 of 1 for (B)(4).